Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is completed. The olympus service center was unable to confirm the reported event. The device passed the image test. However, there was a crack on the video connector. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a scope connection issue. Since scope communication error occurred, it is possible that a board inside the video connector was damaged. Cracks were found on the connecting part (video connector part), so it's likely an external force, such as strong shock or falling, was applied to the video connector part. Due to this external force, a board inside the video connector might have been damaged. And therefore, the connection of a scope could not be recognized. The instruction manual ¿precautions against frozen or lost endoscopic images¿ describes the following. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The sterile processing instrument coordinator was notified by the room the device failed and had a scope error. It is unknown when it failed. The intended procedure was completed. However it is unknown if the subject device was used. There was no procedural delay and no patient harm or injury.